Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Summary of investigational findings: investigation is based on event description and returned product. The wire guide was returned in an "autoclavable bag" and an investigation found the od of the wire guide according to specifications. Also, the investigation revealed no damage to the wire guide and no sign of scraping of the coating and therefore, the exact reason for the difficulties encountered when attempting to track the zimb graft over the wire cannot be determined. No evidence to suggest the wire guide was not manufactured to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: difficulty was experienced in tracking the zimb graft over the lunderquist wire. Once the lunderquist (g31453 tsmg-35-260-les) wire was replaced, the zimb graft was introduced into the patients anatomy with ease. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.